Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse instructed the customer to check aliquot plates for red cells. The customer observed several wells with red cells, indicating poor sample integrity. The siemens customer care center specialist sent the customer materials regarding the effects of sample integrity on accuracy and advised to check all centrifuges for proper speed and time. The cause of the discordant, falsely elevated bun, crea and k results is due to a user error, poor sample handling and integrity issues. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated blood urea nitrogen (bun), creatinine (crea) and potassium (k) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). Both patients were redrawn and patient (B)(6) was also moved to the intensive care unit. The new samples were tested on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bun, crea and k results.